Event description:
Pt presented with bilateral malar inflammation, erythematous indurated fullness left > right s/p hydrelle injection done on (B) (6)2010 by a nurse injector while pt was traveling out west. Pt stated that swelling occurred immediately after hydrelle injection. Pt was referred to us by a dermatologist for subsequent care/ follow-up, and had been on two different antibiotics prescribed by different physicians with no improvement. We drained pt's bilateral cheek abscesses with an 18g needle for a total of 7 cc's of purulent material. A new oral antibiotic was prescribed for pt, as well as a topical antibiotic cream. Pt seen next day on (B) (6)2010, with slight improvement noted, repeat drainage again yielding serous fluid. Vitrase was injected to dissolve ha product. Pt next seen on (B) (6)2010 and reported continued self drainage of cheeks over the weekend with purulent material. More vitrase was injected. Pt seen again (B) (6)2010, antibiotic changed. Pt to follow up with dermatologist and return to us in 3 weeks. Coapt was called on (B) (6)2010 and informed us they no longer were the distributor as of 06/21/2010, and they had no personnel to handle adverse events from hydrelle and told us to call (B) (4) manufacturing. We called (B) (4) too on 06/24/2010, they told us we needed to deal with coapt, because they were the distributors! A written complaint was filed finally on 06/28/2010 with (B) (4) and directed to (B) (4)attention. Dose or amount: 2- 1ml syringes. Route: unk. Dates of use: (B) (6)2010. Event abated after use: no.